Event description:
It was reported that a ez45g was used during a video assisted thoracic surgery. It was reported by the affiliate that on the second firing, the staples malformed. Surgeon used a new instrument to staple tissue. There was no consequence to the pt.